Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 450mg/dl. The customer was going on a plane trip and wanted to know what to do with the meter. Troubleshooting advised to stay away from full body scanners and no further troubleshooting was necessary. Customer declined any high blood glucose troubleshooting.